Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, an alert was observed indicating possible damage to the high voltage circuit. The records noted the alert was received the same day as the implant of the device. Three high voltage shocks have been delivered since this date and the high voltage circuit is fine. There were no adverse consequences reported for the patient.